Manufacturer narrative:
(B)(4). Batch # n5625l. The analysis found that one psee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, a cartridge pan was found lodged inside the channel; it was removed from the channel. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastrectomy, a metal pan of the cartridge was remained in the jaws when it was removed. The cartridge was gst60d. Another device was used to complete the case. There were no adverse consequences to the patient. One psee60a will be returning.